Event description:
Pt was at the dentist office for root canal. Blood pressure was high. Dentist advised pt to consult with primary md prior to proceding with root canal. Pt. To ER to have b/p checked - device showed b/p was normal. Pt was retested on a 2nd machine - in the ER. B/p was elevated to approx. 140's/90's. The next day, pt was seen in ER for viral gastritis. B/p was wnl. Pt concerned that 1st b/p machine was showing inaccurate results.